Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open hysterectomy, 'relax pressure on blade' was displayed during use. After that, the tissue pad was detached off inside the patient. The detached tissue pad was retrieved from the patient with a forceps soon. No fragments were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the tissue pad damage, with a small portion not returned, but not detached as reported in the event description. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the condition of the device we are unable to investigate further the relax pressure on blade issues. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.